Manufacturer narrative:
Patient code captures the reportable event of surgery. The product is not expected for return. If the product is returned and analysis is performed, this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was found dislodged. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.